Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture grade IV and seroma-late.

Event description:
Healthcare professional reported right side "heteroechoic nodule", "hypoechoic/cystic nodule", "multiple step-ladder in both implant and extracapsular fluid collection, r/o implant rupture", "calcification" and "duct dilatation" via us report and capsular contracture baker grade 3-4. The events of ¿heteroechoic nodule", ¿hypoechoic nodule¿ and ¿hypoechoic/cystic nodule¿ is not device related. Device was explanted and replaced.

Event description:
Healthcare professional reported right side "heteroechoic nodule", "hypoechoic/cystic nodule", "multiple step-ladder in both implant and extracapsular fluid collection, r/o implant rupture", "calcification" and "duct dilatation" via us report and capsular contracture baker grade 3-4. The events of ¿heteroechoic nodule", ¿hypoechoic nodule¿ and ¿hypoechoic/cystic nodule¿ is not device related. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as surgical damage and observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). Capsular contracture: unable to observe as it is a medical event not related to the device calcification: no observed calcification on the device. Lump/nodule-ndr: unable to observe as it is a medical event not related to the device. Cyst-ndr: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device additional observations: missing shell observed assessed as inconclusive. Black particles observed on the device. No further actions are required as the device was implanted.